Event description:
A the medical electric patient lift was used to transfer the patient. During the transfer, the lift arm worm gear broke off at the base of the gear, cause the lift arm to fall to the floor. The patient was stuck by the lift arm during the fall. The patient was transferred to the hospital for evaluation and was admitted. Dates of use: 2003 - 2009.